Manufacturer narrative:
Device noted as returned. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that during a revision of the patient's right hip, the mcreynolds adapter broke off while extracting an accolade ii stem. Surgery was completed successfully with no delay.

Event description:
It was reported that during a revision of the patient's right hip, the mcreynolds adapter broke off while extracting an accolade ii stem. Surgery was completed successfully with no delay.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a gmrs impactor adaptor was reported. The event was confirmed via evaluation of the returned device. Method & results product evaluation and results: visual inspection indicated the device is fractured near the threads. Pi reported ¿during a revision of the patient¿s right hip, the mcreynolds adapter broke off while extracting an accolade ii stem¿ the event occurred on a mcreynolds impactor adapter. The component was returned for investigation. Characterization using stereo microscopy and scanning electron microscopy confirmed the component fractured due to brittle overload. Mechanical damage was observed at the threaded section of the adapter, near the fracture surface. No manufacturing or material related defects were observed on the device surfaces examined. Clinician review: no medical records were received for review with a clinical consultant.device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: an event regarding fracture of a gmrs adaptor was reported. Visual inspection indicated the device is fractured near the threads. Pi reported ¿during a revision of the patient¿s right hip, the mcreynolds adapter broke off while extracting an accolade ii stem¿ the event occurred on a mcreynolds impactor adapter. The component was returned for investigation. Characterization using stereo microscopy and scanning electron microscopy confirmed the component fractured due to brittle overload. Mechanical damage was observed at the threaded section of the adapter, near the fracture surface. No manufacturing or material related defects were observed on the device surfaces examined. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.